Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2002. Patient underwent revision surgery on (B)(6), 2011 due to right anterior knee pain. Implants were found to be well fixed. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4). Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(4), 2011.

Manufacturer narrative:
Evaluation of the returned bearing showed deformation on the anterior edge of the bearing indicating possible impingement or dislocation events and may have accounted for the pain experienced by the patient. The underside of the component shows areas of cracking and oxidation. It is possible this was generated due to high stresses. There is also a possibility there was impingement on the underside by cement or bone from the posterior portion of the tibial tray. The wear of the bearing is .052mm over the 9 year, 4 month period which is above that seen in well functioning implants. Evidence of impingement indicates this may have contributed to the higher wear rate. Without radiographs it is impossible to assess the component positioning. It was concluded that the bearing shows evidence of anterior edge impingement, which could have resulted in the patient experiencing pain resulting in the revision of the bearing. (B)(4).